Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was image loss during the procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: picture goes black. The failure(s) identified in the investigation is not consistent with the complaint record. Root cause: it is difficult to determine the root cause of the issue observed at the account since we were unable to replicate the problem in-house. Most probable root cause could be other equipment used along with the camera head when the issue was seen at the customer's facility. Gtin: (B)(4).

Event description:
It was reported that there was image loss during the procedure.